Event description:
It was reported that the patient underwent a surgical procedure to reposition this artificial urinary sphincter (aus) pump, as it was located too low into the scrotum and the patient had difficulty operating it. During surgery, the tubing was cut, shortened and reconnected to the existing components. Issues were resolved. There were no patient complications reported.